Event description:
It was reported that on (B)(6) 2024, a triclip procedure was performed to treat mixed tricuspid regurgitation (mr) grade 4. The first triclip xtw (lot: 40404r2067) was implanted without issue. Next, a xtw (lot: 40206r1118) was chosen for implantation at anteroseptal central. During deployment, the clip did not detach from the delivery catheter. Slow and small controlled movements were performed and the clip detached from the delivery catheter after 10 minutes. The clip was stable on the leaflets. A total of two clips were implanted reducing tr to grade 2. There was no patient consequences or clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the difficulty deploying the clip. There is no indication of a product issue with respect to manufacture, design, or labeling.